Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986a,lot# n200155, implanted: (B)(6) 2010, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that before the implant procedure, an impedance test was conducted and the impedances were normal. However, during the procedure, 4 electrodes were ¿out¿ during the connectivity check. It was reported that contacts 0 ¿ 7 showed >40,000 ohms. It was noted that the ins was switched out. It was noted that after trying the second ins and the wireless external neurostimulator (wens), the impedances had come back down to normal on some contacts. The ins was implanted with the second ins connected up. The surgeon planned to do a future lead revision if needed. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information found that the patient was implanted with a neurostimulator for complex regional pain syndrome type I. The patient was having their implantable neurostimulator replaced due to normal battery depletion and the device reaching the elective replacement indicator. Prior to explant, an impedance test found that all electrodes were within normal range with electrode 0 being the reference and electrodes 1, 2, and 3 were between 311 ohms and 334 ohms. (Patient was previously implanted with a 1x4 lead, not a 1x8 lead; therefore, it only has 4 contacts.) After trying the second implantable neurostimulator and wireless external neurostimulator, the impedances had come down on some contacts and were 1025 ohms. Contact 12 was 40,000 ohms and contact 13 was 220 ohms. The cause of the high impedances was unknown, and the high impedances had not resolved as of (B)(6) 2018. A revision surgery for the leads is planned, but not yet scheduled. There are no further complications reported or anticipated. Refer to manufacturer report # 3004209178-2018-16188. Any additional information regarding the lead replacement will be captured in manufacturer report # 3004209178-2018-16188.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.